Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient returned to have the bottle of chemo and port de-accessed; dressings appeared slightly damp and the cracked area was then noted. Just prior to, the nurse tried to flush and there is a small hole that also leaks. Add info rcvd 05/17/2021: port access april 28. Port de-accessed april 30 with damp dressing. Port - right chest. Catheter securement: dressing/secure with tape as per routine practice.